Manufacturer narrative:
During testing, the tubing separated from the arm of the y-site. The possible causes were inadequate solvent application or the solvent dried prior to insertion of the tubing into the arm of the y-site. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the mfg facility, the tubing was separated from the arm of the y-site.